Event description:
It was reported that the patient dislocated. Revised liner to constrained d liner and 22mm 0 head.

Manufacturer narrative:
An event regarding dislocation involving a trident liner was reported. The event was not confirmed. The device was not returned for evaluation. A review of the provided information by a clinical consultant could not confirm the event nor determine a root cause. Device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review indicated there have been no other similar events for the reported lot. The exact cause of the event could not be determined because insufficient information was provided.

Event description:
It was reported that the patient dislocated. Revised liner to constrained d liner and 22mm 0 head.

Manufacturer narrative:
It was noted that the device is not available for evaluation because the patient kept the device. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Patient kept.